Event description:
Patient claims that "chair gave out" while patient was getting out causing them to fall and break her lower leg.

Manufacturer narrative:
Device was evaluated by the dme dealer and by golden technologies, inc and no defects were found. The lift chair operated as specified.